Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremors and movement disorders. It was reported that the patient had a pacemaker implanted next to the deep brain stimulation (dbs) battery. During the procedure the health care provider (hcp) asked the patient's spouse if they could remove the implantable neurostimulator (ins) battery as it was not hooked up. The consumer stated that the battery was hooked up as the patient was receiving therapy; the patient's tremors was controlled at that time. Following the implantation of a pacemaker, the patient experienced a return of shaking. The ins was interrogated and found to be very low. The pacemaker was also interrogated and found to have used 20% of it's power despite it being new. Then, on (B)(6) 2016, the ins was removed due to it being drained by the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.